Event description:
Additional information was received from the patient. They reported that by not working correctly, they were describing symptoms control. The issue was not caused by normal battery depletion. The cause was because they were using an old communicator and phone device. They met with a manufacturer representative at the hcp office and discovered the problem on (B)(6) 2023. The issue has been resolved. The device not responding message was determined to because they were using their old communicator they had prior to their replacement. They stated that they experienced urinary retention prior to the device, and their retention has not worsened as a result of the device or therapy. Catheterization was their standard of care prior to the device. ***MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received indicates reportable event.***

Manufacturer narrative:
H10: review of this mdt and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm90p01 (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went in to the doctor's office because it didn't seem like it was working correctly. They were experiencing no hard stream and not voiding at all. Patient said they couldn't get the handset and communicator to communicate at all at the doctor's office. Patient service specialist asked when the issue started and patient said it was sometime in (B)(6). The patient stated they recommended they follow up with the manufacturer representative (rep). Agent assisted patient with attempting to communicate with the implant but patient continues to see device is not responding after multiple attempts at repositioning the communicator. Patient states they thought it could be due to scar tissue healing and pushing the implant closer to the skin level. Patient states they just charged up the communicator. Agent agreed to reach out to field to notify them of the situation.